Event description:
The device was implanted in 2002. The facility's chief cardiovascular perfusionist informed the MFR's clinical consultant of the following: the system controller was alarming red heart and yellow wrench, in a fixed mode at 50 bpm with sv of 0-75 cc. No bovie was in use at the time the alarms occurred. The controller self-test was performed with low battery and low bear rate alarms after completion. Both power cords were connected to the power base unit (pbu) and the cell battery was in the controller. Currently off cardio-pulmonary bypass on milrinone, dopamine, doburamine and vasopressin drips, with cvp of 16 and sbp of 70's. The MFR's clinical consultant recommended they change the controller and called the operating room back 15 minutes later. No alarms were observed after the controller was changed, but discussed bleeding from the outflow graft (preclotted) with 5% albumin and baked in heated sterilizer for 20 minutes). The MFR's clinical consultant asked about using thrombin spray and/or hemaseal. The next day the MFR's clinical consultant contacted the facility's ICU nurse and was informed that the pt remained in fixed mode at 70 bpm. Sv 70's, with no alarms. Pt returned to surgery. In 10/2002, the MFR received user facility report that states the following: outflow graft failed to clot and the pt bled out. No further details were provided at this time.